Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, and broken belt clip slot and reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 347 mg/dl. Customer stated that her pump was acting weird. Customer has manual shots and will use them. Customer stated that the drive support cap was sticking out. Customer stated that she has never pressed it. Customer was explained that the possible cause was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.